Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on 04-10-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 code 4581 - code not available - e2010 - needle stick/puncture.

Event description:
Subsequent to the initial MDR, additional information was provided on 04/12/2024. It was reported, that on (B)(6) 2024, the patient's mother stated, the patient had bleeding and pain and discomfort at the insertion site. The patient's mother decided to go to the endocrinologist and address their concern about the retained sensor wire. An x-ray was done. And the doctor confirmed, that the sensor wire was retained in the patient's skin. The healthcare provider (hcp) scheduled an appointment for surgery on (B)(6) 2024. The hcp did not prescribed the patient medication, during the endocrinologist appointment on (B)(6) 2024. At this time, there is no information about the patient's scheduled appointment for surgery for (B)(6) 2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).